Event description:
It was reported when using the bd vacutainer® push button blood collection set, the device experienced blood splatter/leakage or other sample leakage from the device. The following information was provided by the initial reporter. The customer stated: to date, there have been no needlestick injuries from blood splashes. Especially elderly patients with fragile veins. I have a complaint from a health care service concerning the epidermal sampling needles. When the nurses press the button to retract the needle into the vein of their patient, this frequently causes bruising, and if they press it outside the vein, this causes small splashes of blood.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: medical device type: fpa. Common device name: intravascular administration set. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® push button blood collection set, the device experienced blood splatter/leakage or other sample leakage from the device. The following information was provided by the initial reporter. The customer stated: to date, there have been no needlestick injuries from blood splashes. Especially elderly patients with fragile veins. I have a complaint from a health care service concerning the epidermal sampling needles. When the nurses press the button to retract the needle into the vein of their patient, this frequently causes bruising, and if they press it outside the vein, this causes small splashes of blood.